Event description:
Complainant wore soft contact for 6-7 hrs. Eye became extremely irritated. Went to see dr who removed lens and reported that there was a metal fragment imbedded in the lens. No permanent damage to the eye, but had wear an eye patch for a day with medication. Lab found gray/silver fragment and scratch marks on concave side of lens.